Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent,the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth,the outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress,visual summary analysis of the lead indicated damage at implant,and visual summary analysis of the lead indicated stretching. The analyst also noted: outer insulation is stretched and buckled at 29 and 31cm, explant damage. Lead returned with the helix retracted, tissue visible inside. The connector pin is bent and does not allow the rotation of the helix, no further helix testing.

Event description:
It was reported that during implant the lead helix was blocked. The lead was replaced. No patient complications have been reported as a result of this event.